Manufacturer narrative:
The reported complaint of a blank screen on the autopulse platform (serial # (B)(4)) was confirmed during the initial functional testing. The investigation findings revealed that the root cause of the reported issue was due to a damaged lcd transmissive cable in which was likely attributed to wear and tear. The returned autopulse platform was manufactured in january 2008 and it is 11 years old, well beyond its serviceable life of 5 years. Unrelated to the reported complaint, a bent battery lock on the returned autopuse platform was observed during visual inspection. The damaged battery lock was due to wear and tear as a result of an aging device. The bent battery lock was replaced. The returned autopulse was subjected to the 15 minutes run-in test and error message user advisory - ua12 (lifeband not present) occurred. To remedy the fault, the load cells were replaced and deburring of the sticky clutch plate was performed to remedy the advisory issue. Ua12 was unrelated to the reported complaint. After service completed, the autopulse was re-subjected to the 15 minutes run-in test using the 95% patient large resuscitation test fixture (lrtf) and passed without any fault or error. The platform passed all other functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that blank screen was observed on the autopulse platform (serial # (B)(4)) upon powering up. The platform showed no information on the screen. No patient involvement.